Event description:
During follow up, the patient reported a vibratory alert and the device was unable to be interrogated. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed the can was swollen and bubbling under the parylene coating was observed. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.